Event description:
The event involved a connector tego central venous catheter where it was reported that during take-off the writer was trying to flush the patient's central venous catheter (cvc) lumen with a normal saline (ns) syringe, but when syringe was inserted to the tego connector attached to the lumen something felt wrong with the position. The writer removed the syringe to readjust but noticed that the silicone element of the tego connector was torn. The writer removed the syringe again with the tego attached to it and immediately replaced with a new tego connector after cleaning the lumen. Lumens were clamped so no blood was lost. There was unexpected or prolonged care. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
Received two (2) used d1000 tego connectors with one (1) sample connected to a 10 ml bd syringe. The sample that was not connected had no damages or anomalies. The connection of the syringe to the tego on the other sample was not connected straight on. When the syringe was removed, excessive seal tearing was observed on the tego. The reported complaint can be confirmed on one (1) of the returned samples. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.